Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the hospital sent a fax to the (B)(6) customer service to report that three screwdrivers have fractured tip.

Manufacturer narrative:
The reported event that two screwdrivers / depth gauges 2 in 1 autofix 2.0/2.5, 10-30mm - lot# y1313 were alleged of breakage could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The most likely cause of the event is overtorque application during surgery. As indicated in our operative technique, it is important not to apply excessive torque during screwing, as it may cause damage to the screwdriver tip. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the hospital sent a fax to the stryker france customer service to report that three screwdrivers have fractured tip.